Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a high blood glucose of 600 mg/dl on (B)(6) 2018. The customer¿s blood glucose was 275 mg/dl at the time of call. Customer stated that she has been experiencing high blood glucose readings since (B)(6) 2018. Customer reported that the insulin pump was tested and it was working good. Sensor glucose versus blood glucose reading were in acceptable range. The customer was advised to monitor and call back for further assistance. The product is not expected to return for analysis.